Event description:
It was reported via repair work order that the power cord was damaged and it was also reported that there was loss of power on the bed due to damaged power inlet module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.